Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 187 mg/dl at the time of the call. The customer treated with food intake. The customer was wearing the insulin pump during the incident. The customer reported that they have been having low blood glucose for one week. The customer alleges insulin overdelivery. The customer stated that they noticed insulin coming out sooner than it used to before, when they change the set and perform fill tubing. Troubleshooting was completed. The customer was disconnected during the rewind process, the drive support cap was normal, the customer reported that they had assistance programming the insulin pump and the settings were accurate, the reservoir showed the same amount of insulin as shown on the status screen, the customer did not have any lifestyle changes, the insulin pump was not exposed to a high magnetic field. The customer stated that they changed the basal rate after experiencing low blood glucose, trying to correct that. However, after the change, they started having high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device received with minor scratched lcd window and cracked reservoir tube lip. Device passed the delivery accuracy test.